Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report the insulin pump alarmed for change sensor and cal error. Blood glucose reading was 407 mg/dl. The mother had calibrated right after the first cal error. The insulin pump had gone into threshold suspend in the morning and patient did not address the issue. Advised that the enlite sensors are off label for use on children under the age of 16. The mother stated that the sensors had not been lasting the full 6 days. Advised the mother on the proper times to calibrate and to change the sensor. The sensor will be replaced. Nothing further reported.